Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. A piece of the silicone insulation on the cold jaw was peeled from the tip but remained attached at the base. The heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the tip and base of the jaw. Tissue and charred material were observed on the jaws. Based on the condition of the device as found, the reported complaint was confirmed for "peeled silicone insulation" and confirmed for the analyzed failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke on the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke on the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.